Manufacturer narrative:
The reported events of failure to sense and failure to capture were confirmed and the reported event of a material integrity issue was not confirmed. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a full system implant procedure. Upon placement of a new right ventricular lead, it was found that the lead both failed to sense and capture. The physician completed the procedure using an alternative lead on (B)(6) 2020. The patient was stable.

Event description:
Additional information received indicates that a break was found on the lead.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.